Event description:
It was reported that an error code stating "invalid settings have been detected, all settings will be cleared (18, 2) was seen on the clinician programmer. All programming was cleared. It was noted that the patient had not been to the airport or had any tests. The last programming session was in march and the patient was given group b for his back and had it for about one month before he lost that group. The patient programmer was used to interrogate the device and it was confirmed that only groups a, c and d were present. The device was interrogated again and the code was bypassed and all programs were lost. The device serial number was present and the implant date was still present and accurate. The lead information was gone and the patient information was gone. Additional information has been requested, but was not available as of the date of this report.

Event description:
No further information was provided about the error screen seen on the clinician programmer. It was noted that the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).